Event description:
A distributor reported that a consumer experienced a non-infectious central corneal ulcer in their right eye associated with use of easy one soft (solocare soft - private label) lens care product. The incident occurred 3-5 weeks previously and required treatment in hospital. Culture performed was negative for fungus, acanthamoeba & bacteria, but positive for granulocystes. The pt's visual acuity was 1o to 16% od. Correspondence dated 10/2004 from the pt's ophthalmologist stated that the epithelium had recovered and the ulcer was resolving. Request has been made for additinal information, however no further information is available at this time.